Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. The description of event states that the tip of the catheter touched the bottom of the ulcer and became clogged, this is the likely cause of this event. The IFU states: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends. Additional comments regarding this report: based on the information provided that during hemostasis, the tip of the catheter touched the bottom of the ulcer and became clogged, a cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.

Event description:
After an endoscopic submucosal dissection (esd), the physician used a cook hemospray endoscopic hemostat. It was reported that bleeding occurred from the exposed blood vessels in the ulcer garden. Hemostasis was achieved with a coagrasper [hemostatic forceps], and the bleeding was temporarily stopped. However, when the exposed blood vessel was clamped with a clip forceps afterwards, the tip of the clip damaged the ulcer base, causing bleeding. [The physician] attempted hemostasis with hemospray and was successful. During hemostasis, the tip of the catheter touched the bottom of the ulcer and became clogged [subject of report]. At this point, the powder had covered almost the entire bottom of the ulcer, so the procedure was completed without any further issues. Our attempts to collect additional information regarding patient outcome were unsuccessful. While the complainant did not specify if the patient experienced any adverse effects or required additional medical procedures due to this event, the information able to be collected does not reasonably suggest the patient was adversely impacted.